Event description:
It was reported that at the implant the lead became stuck in the stylet and did not come out as the physician would have liked it to. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.